Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a return of symptoms. The patient stated her toes kept feeling really cold, but they were not cold on the outside, just on the inside. Her feet felt like there were pins and needles in there. Up until the time of the report, the spinal cord stimulation therapy had worked perfectly. This issue occurred gradually and happened intermittently. Relevant medical history included post lumbar laminectomy syndrome and spinal pain. No causes, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.